Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's scs ipg site looked to be infected. As a result, the patient's physician planned to explant the patient's ipg. No further information was available at this time.

Event description:
Follow up report received, the physician removed the patient's ipg.